Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that impedance occurred on this lead. Impedance is moving from 500 ohms to 800 ohms the physician was dr. (B)(6) at (B)(6) center of the (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).